Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that during repositioning surgery on (B)(6) 2023 the recipient's electrode extruded. The surgeon was able to re-insert the electrode.